Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. No reply was received to the request for answers to the standard questions. Through the investigation it was established that injecting a liquid through the adaptor is considered off label use. Manufacturing records: prior to distribution, all echo-hd-25-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-25-ebus-o-c of lot number c1987911 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the notes section of the instructions for use, ifu0109 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. Also, ¿intended use: this device is used with an ultrasound endoscope for fine needle biopsy, (fnb), of submucosal and extramural lesions, within or adjacent to the tracheobronchial or gastrointestinal tract".¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to off label use. As per medical affairs ¿I would consider injection of lidocaine is off-label use" and as per engineering ¿I would say this as off label use as the instruction of injecting lidocaine through the adaptor of the ebus needle was not listed in IFU or intended use¿ summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
For several weeks we have had leakage during the injection of lidocaine at the biopsy channel. Ebus the liquid runs under and between the adapter that we put on the biopsy channel. This is done with echo-hd-25-ebus-o-c, company cook as per customer complaint form: "leakage while injecting lidocaine through adapter of ebus needle." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.